Event description:
It was reported that the infusion pump was programmed to administer a nitroglycerine solution at 1 ml/hr. However soon into the infusion the pt experienced tachycardia and "feeling unwell". It was noticed that solution was "free flowing" in the drip chamber of the intravenous administration set. The infusion was stopped and the symptoms subsided. It was then noticed that 20 to 30 mls of solution were unaccounted for when comparing pump's displayed remaining to be infused amount and the amount remaining in the 100 ml solution container. The pump was removed from pt use and no additional pt intervention was required.